Manufacturer narrative:
The device was returned, and an investigation has been completed. The cause of the reported low pump flow issue was biomaterial on the device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump had flows averaging 1.2 l/min, and then the motor current lost pulsatility and produced a suction alarm. The pump was removed and successfully replaced, and there was no reported patient harm.